Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
It was reported that during a shoulder surgery the anchor broke off. The broken piece was retrieved out of the patient. Per complaint reporter there was no harm for patient, operator or third party. The surgery was finished successfully with a new device with the same part number. It was not necessary to switch the surgical technique or do a second surgery.

Manufacturer narrative:
Additional information: d9, g3, h3, h6. The complaint allegation is confirmed. One unpackaged ar-2324bcct bio-comp, swivelock c, ft, 4.75x19.1mm serial/batch (B)(6), was received for investigation. Visual inspection revealed no damaged or broken pieces on the screw. Evaluation of the returned sutures found that they were broken and the tail was frayed, most likely due to excessive force. No damage was observed on the molded handles or eyelet. Functional testing of the inner and outer driver found that it is not resistant to unscrewing and screwing. The most likely cause(s) for the reported failure can be a user error due to improper bone preparation, misaligned insertion, and/or prying/levering the device during insertion.